Event description:
The sales representative reported that the customer allegedly revised a competitor's device in 2002 and implanted a scorpio ts at that time. This device was explanted on (B)(6) 2005, for unknown reasons.

Manufacturer narrative:
Per updated information received from sales representative, the patient had 2 stryker revisions. Revision reported under this pi was for a pfc total knee, no stryker devices were involved.

Event description:
The sales representative reported that the customer allegedly revised a competitor's device in 2002 and implanted a scorpio ts at that time. This device was explanted on (B)(6) 2005, for unknown reasons.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown scorpio ts insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.